Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported having unexpected results after a refractive surgery. Additional treatment was noted. Additional information has been requested.

Manufacturer narrative:
Logfile review showed that all treatments were completed 100%. Energy stayed stable during the whole day and no error or warning messages occurred. The device can be excluded as a contributing factor to the reported event. The system history shows no abnormalities that could have contributed to this event. The review showed that the laser was successfully verified prior to and after the date of event/treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).